Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Based on the available information, the root cause remains indeterminable.

Event description:
Edwards received additional information through follow up with the healthcare provider that the reason for the valve in valve procedure was due to stenosis and regurgitation. A 26 mm transcatheter valve was implanted.

Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. The device was not returned for evaluation, as it remained implanted. In this case, minimal information regarding this event was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the event remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 25mm pericardial mitral valve is failing due to unknown reasons after an implant duration of 12 years and 5 months. The patient is being evaluated for a valve-in-valve procedure. No other information was provided.

Manufacturer narrative:
Based on the available information, the root cause of the event was likely due to patient related factors and the progression of the patient's underlying valvular disease pathology.

Event description:
Edwards received additional information through follow up with the healthcare provider that patient was discharged home in stable condition on post-operative day one.